Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cracked reservoir rim and falling apart. The patient¿s blood glucose levels were 47 mg/dl, 312 mg/dl and over 200 mg/dl at the time of the incident. Reportedly, connection with reservoir compartment broken, ring is missing. Troubleshooting was declined for their blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.